Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed a cellulitis infection and experienced pain at the abutment site and subsequently the abutment was removed (date not reported).

Manufacturer narrative:
Correction: initial MDR (mfg report no. 6000034-2018-02086) should have been a follow-up for the initial MDR (mfg report no. 6000034-2018-01915) not another initial MDR (mfg report no. 6000034-2018-02086). This report is filed on november 2, 2018.